Event description:
Pt sustained injury of the right wrist; x-ray and clinical eval revealed a displaced, unstable distal radius fracture; fracture at the base of the ulnar styloid with some instability of the distal ulna; and pt had acute carpal tunnel syndrome symptoms which had not resolved in 4 days. The surgeon performed orif of the right distal radius fracture, right carpal funnel release, and screw fixation right ulnar styloid fracture. X-rays taken following the ulnar styloid fixation, showed a small tip of the cannulated drill to have fractured off into the shaft of the ulna. This fragment was not removed and remains in the pt's bone. The surgeon completed procedure with no further problems.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.